Event description:
Caller indicated the meter was reading high. Patient ate breakfast at 7 am. Daughter took her mom's bg at 8:02 am and it was 99, but she wasn't feeling well. Dizzy and sleepy. Took her to her routine dr appt and they rushed her to triage where her bg was 44 on their meter at 8:40. She was treated and released.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.